Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 23.5 diopter intraocular lens (iol) misfired and become stuck in the insertion system. The doctor then removed the insertion system from the patient's operative eye and saw that the lens was cut due to the misfire. There was no incision enlargement, no vitrectomy, and no sutures used. Reportedly, there was no patient injury. No additional information was provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 05/01/2018. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using microscope magnification showed the lens not returned with the preloaded device. The pushrod-plunger sub-assembly returned opened. The pushrod-plunger was observed in advanced position. Presence of lubricant material was observed on cartridge. Slightly distortion was also observed at the cartridge tip. The preloaded device was disassembled to address the complaint issue reported. The threads of the injector, upper and lower body of the device were correctly engage and were in a good condition. No assembly error and/or defect were observed in the preloaded device related to manufacturing process. The conditions of the product returned is consistent with a unit that has been previously handled and prepare for surgical process. The complaint issue reported could not be verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.